Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, and the customer planned to obtain a charging cable and call back to complete the pump reset. Customer followed up to complete pump reset. Pump reset successfully. Customer resumed insulin.